Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 protector p50j had foreign matter before use. The following was reported by the initial reporter: "the customer reported as follows: while preparing the anticancer drug imfinzi, the hcp found a black fm (assembly fixture was used)."

Event description:
It was reported that 2 protector p50j had foreign matter before use. The following was reported by the initial reporter: "the customer reported as follows: while preparing the anticancer drug imfinzi, the hcp found a black fm (assembly fixture was used)."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/2/2021. H.6. Investigation: two protectors, each connected to a vial, along with two injectors connected to a syringe., were provided to our quality team for investigation. The product was visually inspected, no defects or damage was observed on the needle of protector or on the injector or protector membranes, however, the needle was observed to be detached from the protector housing. During our evaluation, a foreign particle was observed inside one of the vials, no particles or other foreign matter was observed inside the second vial or either syringe. There was no damage or defects observed on the protector or injector membranes or needles of the protector. Based on the color and characteristics, the particle appears to be consistent with material from the vial stopper. A device history review was performed for lot 2004109, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing according to procedure, to evaluate any particulates generated by the injector and mated component after ten activations. Four retained protector samples of the same lot along with four retained injector samples were used for additional evaluation. Testing was performed and in all cases no particles were generated after ten activations and product met required specifications. Testing results performed during manufacturing were also reviewed for lot 2004109 and all results were found to be acceptable.